Event description:
Event description guidant received information that at 7.5 months post implant, this implantable cardioverter defibrillator (ICD)exhibited a lower than expected monitoring voltage.

Event description:
The device was explanted and returned to guidant for analysis.